Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using wanded telemetry. Technical services (ts) recommended troubleshooting options, but the interrogation was unsuccessful. The consult device was restarted but the issue remained. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using wanded telemetry. Technical services (ts) recommended troubleshooting options, but the interrogation was unsuccessful. The consult device was restarted but the issue remained. Additionally, this patient visited another clinic and was able to be interrogate there. Additional information was received that this ICD was explanted due to a therapy upgrade and received for analysis. No adverse patient effects were reported.